Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent pump delivery issues. Customer's blood glucose (bg) was in the 200's mg/dl. Customer reported that bg would be elevated when cartridge had 50 units left in the reservoir. Customer declined to provide additional information regarding the event.